Event description:
It was reported that the patient experienced severe pocket pain. It was also reported that the patient experienced ineffective stimulation with their scs system due to high impedances. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead has high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 4694973.

Manufacturer narrative:
Corrected data: UDI number corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on 21may2024 wherein the ipg and one lead were explanted and replaced to address the issue. Effective therapy restored post-op.